Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt with ECG leads for cardiac monitoring but, according to the reporter, the device would not power on and the on button appeared to be inoperable. The patient was transported to the hospital 5 minutes away and no adverse affects were reported as a result of the alleged malfunction.

Manufacturer narrative:
The local physio service rep evaluated the device and observed that the device would not power on or off with the on button. The service rep replaced the large keypad assembly and then observed proper device operation through functional and performance testing. The device was returned to the facility for use.